Event description:
It was reported to philips that the system geometry movements were not available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned treatment procedure was completed after the patient was moved to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file which showed an application error. The fse solved the issue by replacing the geo module. The returned part was analyzed, but no failures were found. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.